Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Hdevice not returned.

Event description:
It was reported that a cartridge change error message occurred. The customer's blood glucose level was 205 mg/dl. Reportedly, the customer did not insert the cartridge into place far enough. The customer successfully reloaded the same cartridge and resumed insulin therapy.